Event description:
It was reported that this left ventricular (lv) lead exhibited low amplitude out of range. (B)(6) technical services (ts) stated that the alert triggers with a value <3 mv. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).